Manufacturer narrative:
(B)(4). Date sent: 12/26/2023. D4: batch # unk. Investigation summary: this is an analysis of two videos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first video shows a device from the jaws intervened a tissue, some b-formed staples can be observed. At the 0.19 mark a device performed a cut in a tissue during the proximal 3 sec. And bleeding was observed. At the mark of 0.42 sec a partially formed staple can be observed in a part of the tissue. The second video shows bleeding from the tissue while it is being intervened by two devices. Based on the videos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process all devices are manufactured, inspected, and released to approved specifications. Device history review an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: is the surgeon aware the IFU states that holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation? Yes. What was the total estimated blood loss (ml)? About 4000 ml. Was a transfusion required? Yes. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Intraluminal.

Event description:
It was reported that during the unk surgery, after fired, noted the staples malformed and bleeding. Changed to open operation and used manual sewing to stop bleeding. The patient was transferred to ICU and under observation now.